Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to flattened dome switch. No moisture damage was noted during visual inspection on the electronics assembly and no condensation on lcd screen. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call, the insulin pump wasn't working. She stated she went canoeing with her family on 08/03/2015 and the device got submerged momentarily multiple times. Customer saw condensation on the screen and she let the device dry out it seemed to be working fine until today. Customer didn't know her blood glucose level. No cracks noted on the device. The buttons aren't responding well and the status screen doesn't clear when the esc button is pressed. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.